Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the outer insulation was breached due to clavicle-rib crush. It was also noted that the distal conductor had blood/body fluid obstruction, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, there was tissue on the helix, and the lead was stretched. The analyst also noted that the helix length cannot be tested due to lead stretched and the distal conductor blood obstruction.

Event description:
It was reported that the atrial lead displayed high thresholds and that the lead appeared dislodged under fluoroscopy. The lead was explanted and replaced. No patient complications has been reported as a result of this event.